Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging an unusual issue that the subject meter "is going through the testing process with no test strip inside the meter." This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.